Event description:
It was reported that (2) devices were used during an unk procedure. It was reported by the affiliate that the er320 devices fire the clips, but they do not close. There was no consequence to the pt.